Event description:
It was reported that during transfer from an electric wheelchair to bed, the patient's foley catheter was found dislodged. The catheter was reassessed by attempting to reinflate the balloon. The balloon inflated, but a visible leak was observed releasing fluid and causing the balloon to deflate. No trauma was visible, and the patient reported no pain or discomfort. Intervention was performed to assess and address the catheter to prevent potential urinary complications.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during transfer from an electric wheelchair to bed, the patient's foley catheter was found dislodged. The catheter was reassessed by attempting to reinflate the balloon. The balloon inflated, but a visible leak was observed releasing fluid and causing the balloon to deflate. No trauma was visible, and the patient reported no pain or discomfort. Intervention was performed to assess and address the catheter to prevent potential urinary complications.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.